Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited inappropriate low voltage output. The pacemaker was explanted and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported event of inappropriate output was not confirmed. The device was received with normal output and normal telemetry communication. Functional testing of the device did not find any anomalies. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at normal level, signs of rapid discharging were noted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.